Event description:
Description of event according to initial reporter: celect ivc filter (original design) found to have fractured leg, extravascular. Filter removed with forceps due to tip embedding, but fragment not accessible.

Manufacturer narrative:
Manufacturers ref# (B)(4). H11) corrected data compared with medwatch report mw5164049 d4) catalog# is unknown but referred to as cook celect filter. G4) PMA/510(k): k233680. H6) e-code: 2687: foreign body in patient. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a celect filter was found to have fractured more than 25 years after implant. The filter was successfully removed with forceps, but the fragment was not accessible, and the patient required intervention to prevent permanent impairment/damage. Based on the information provided only the exact reason for the filter fracture cannot be determined. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. No imaging or product was returned for investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.